Manufacturer narrative:
(B)(4). The field service rep and technical marketing rep also trained the customer on the use of the analyzer and reagents during the site visit.

Manufacturer narrative:
The field service rep (fsr) and technical marketing rep (tmr) found the axsym instrument to be extremely dirty, instrument filters were dirty, the room temperature was hot, there was no evidence of maintenance being performed, and there was evidence of salt deposits on the processing probe, and splashing in adjacent areas including the processing carousel and washstation. The fsr and tmr instructed the operator on printing out the completed axsym maintenance. Additionally, the fsr and tmr instructed the operator to discuss the high laboratory temperature with the customer facility maintenance department. No other erratic result complaints have been generated on axsym following field service intervention. Complaint tracking and trending was reviewed, and found within expected action limits. The most probable root cause for the customer described issue was failure of the customer to follow the axsym system operations manual maintenance procedures to verify instrument performance. The axsym system operations manual provides adequate information to address erratic results, environmental requirements and daily, weekly, monthly and as required maintenance. A malfunction of the axsym system was not identified.

Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant when a central jet was identified on trans-esophageal echocardiogram (tee) while coming off pump.

Event description:
The account stated the axsym bhcg assay generated imprecise results on a prenatal patient. In 2009, a prenatal patient tested axsym bhcg = 22,147 miu/ml (which was a decrease in value compared to a previous result) and was given an abortifacient drug, misoprostol. At about 4 days later, an ultrasound was performed on the patient with a confirmed fetus present. The abortifacient drug, misoprostol was discontinued. Then, the sample from the previous test was repeated with axsym bhcg = 47,990 and 41,431miu/ml results. The patient did not suffer a miscarriage, and the pregnancy progressed successfully.